Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was november 9, 2021, not november 8, 2021 as reported in initial MDR.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the device was previously serviced via repair in july 2021 due to a cut elevator wire. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. However, it was surmised based on the physical evaluation that (1) reprocessing process at the facility differed from the IFU (instructions for use manual). (2) the facility staff was less trained in the device handling, usual reprocessing, and reprocessing before returning the device in accordance with the IFU. In general, the customer is required to check the function of all devices used and have a replacement readily available prior to a procedure. As a preventative measure, the IFU (instructions for use manual) states the following: IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) details the reprocessing methods around the forceps elevator at ¿3.5 manual cleaning:brush the forceps elevator¿. Additionally, regarding the strands of the cut/frayed elevator wire, the IFU states: inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ u¿ direction. Confirm that the lever can be operated smoothly, and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope.¿ the user can reduce occurrence of this event by appropriately reprocessing in accordance with the following IFU statement: ¿cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ the user can reduce occurrence of this event by appropriately attaching the distal cover in accordance with the following IFU item: ¿preparation and inspection - attaching the distal cover¿. Olympus will continue to monitor complaints for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on november 8, 2021, it was found that some of the wires that composed the forceps elevator wire were raised due to cut or fray. It was also found that there was a foreign material on groove or gap of the distal end. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomena.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.